Event description:
Customer allegedly received the following results, with two active meters within 10 minutes: 131 mg/dl (system 1) and 360 mg/dl (system 2). Strip lot number 24627663 was provided, but there was no information indicating which result was received with that lot number. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1) the event occurred in india while this product is not sold in the united states, it is like or similar to a product marketed in the united states.